Event description:
It was reported that revision surgery was performed for removal of a smith&nephew prosthesis from the left knee of a patient due to increased problems caused by the prosthesis, which broke in the past and was patched inside the patient.

Manufacturer narrative:
The associated echelon bowed porous stem was not returned for evaluation. However, device details were provided. Therefore, our investigation including the manufacturing records and complaint history review was conducted. The review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with this batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Our clinical assessment noted that all attachments were reviewed. No clinically relevant supporting documentation was provided regarding the (B)(6) 2018 revision, therefore, a thorough medical investigation could not be performed. Should relevant clinical documentation be provided, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that revision surgery was performed for removal of a smith&nephew prosthesis from the left hip of a patient due to increased problems caused by the prosthesis, which broke in the past and was patched inside the patient.

Manufacturer narrative:
B5 field was updated.